Event description:
The toddler handed her mom a piece of the prewired cardiac monitoring lead. The electrode end was still on the skin. The piece that came off is a 3 cm x 5 mm hard plastic piece (din connector) which became disconnected from the wire. This is the end that goes into the monitor. It would take a lot of force to pull this out. It looks like the wire slid out from this plastic piece at the end. The small piece can be a choking hazard. Toddler's pull at equipment, but this type of event where the lead disconnects from the lead should not be able to occur so easily. It was replicated by the nurses. Our materials management told me that they had problems in the past with the leads from this company.